Event description:
It was reported that during a lap op procedure, the safety trigger only opened with extreme force. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.